Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous middle left anterior descending artery. The physician advanced the 15mm x 2.50mm apex otw balloon catheter across the lesion. The physician attempted to predilate the lesion by inflating the balloon once to unspecified atms, however, difficulties occurred while attempting to 'raise the inflation pressure'. Once the balloon was withdrawn from the patient, blood was noted inside the balloon and a pinhole rupture was suspected. The physician used another of the same device to complete the procedure. No patient complications were listed and the patient's status was reported as 'good'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)